Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2008) is considered to be a best estimate. This emdr represent the bard flat mesh (device #2). An additional supplemental emdr was submitted to represents the bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the hernia sac was dissected. A bard flat mesh (device #1) was placed and secure it with suture.¿ on (B)(6) 2009 - patient was diagnosed with very large right indirect inguinal hernia thereby underwent open repair with implant of bard flat mesh (device #2). Per operative notes, ¿a large bulge was beneath the abdominal wall. The huge hernia sac was then dissected. A bard flat mesh (device #2) was placed and secure it with suture.¿ on (B)(6) 2011 - patient was diagnosed with chronic infected mesh thereby underwent open repair with the explant of bard flat mesh (device #2). Per operative notes, ¿histiocytic inflammation and aponeurosis was there. A transverse incision was made. The infected bard flat mesh (device #2) was then dissected.¿ on (B)(6) 2012 - patient was diagnosed with nonhealing abdominal wound thereby underwent open repair with explant of the bard flat mesh (device #1). Per operative notes, ¿bard flat mesh (device #1) and the sutures were excised from the wound. The wound was thoroughly irrigated.¿